Manufacturer narrative:
Pump passed displacement, sleep current measurement, and active current measurement tests. All currents are within specified ranges. No unexpected this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running, "low battery", "replace battery now", or "power loss alerts" were noted during testing. However, confirmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running in the pump history due to j6 connector resistance issue. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they did receive low battery alert prior to replace battery alert. Customer stated battery was not previously used. Customer stated battery cap was not loose, cracked or damaged. Customer stated this was the second occurrence of replace battery with a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.